Event description:
It was reported that during a molar extraction, the bur guard melted onto the hand piece and the pt received a minor burn. The burn was treated with a topical ointment and is expected to heal without additional treatment.

Manufacturer narrative:
The hand piece and bur guard were received at the manufacturer for testing and the alleged condition of the bur guard melting onto the hand piece was confirmed. The hand piece passed the quality inspection procedure according to specification. The bur guard can melt if it is pushed up onto the hand piece. When this happens the nose cone comes into contact with the bur guard and the friction can melt the bur guard.